Manufacturer narrative:
The customer reported this event to her olympus representative (rep). While reporting it, she noted that the subject device failed right away when starting to use them. She also noted that the unit threw an error code, but could not confirm which code it was. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus pk cutting forceps did not provide energy during an unspecified procedure. According to the initial reporter there was no power to the jaws of the device. Reportedly, the procedure was completed using another device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the reported issue was unable to be duplicated. However, it is possible that the reported event occurred due to the following: -the observed failure is a known phenomenon likely resulting from having the distal jaw tips come in contact with each other when attempting to coagulate. A definitive root cause cannot be identified. This issue is covered in the instructions for use: "if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." Olympus will continue to monitor the field performance of this device.